Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 8.00mm / 2.0cm / 135cm otw cutting balloon ruptured during the procedure. The lesion was located in the popliteal artery. The procedure was completed with a different device. There were no patient complications reported and the patient's status is stable. However, returned device analysis revealed one blade and pad was lifted from the balloon surface.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was returned for analysis. A visual examination of the device found that the returned balloon showed evidence of being inflated. The device was attached to an inflation unit and an attempt was made to inflate the device to its rated burst pressure (rbp) when a leak was noted. A microscopic examination of the balloon material observed a hole 12mm distal to the proximal end of the blades. One blade and pad was lifted from the balloon surface for a length of 12mm from the proximal end of the blade. No part of the blade was missing. The other three blades were fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).